Event description:
Caller states patient tested 4.4 inr, 2.9 inr, and 3.2 inr on the coaguchek s system. No actions were taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.